Event description:
It was reported that a patient was lifting heavy beams after having recently been implanted with the device which caused the patient discomfort, pain, edema, inflammation, swelling and hematoma. The patient had a full device removal and is expected a full recovery, no other patient complications. The representative advised that the patient is doing great. No pain medication was prescribed to the patient. The patient was sent to the infectious disease and everything came back normal, including the swabs sent at the time of device removal. There was no infection present. All issues and concerns mentioned in the event were resolved, and the patient is considering re-implantation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to update the summary field in (b5): summary - (b5).

Event description:
It was reported that a patient was lifting heavy beems after having recently been implanted with the device which caused the patient discomfort, pain, edema, inflammation, swelling and hematoma. The patient had a full device removal and is expected a full recovery, no other patient complications. The representative advised that the patient is doing great. No pain medication was prescribed to the patient. The patient was sent to the infectious disease and everything came back normal, including the swabs sent at the time of device removal. There was no infection present. All issues and concerns mentioned in the event were resolved, and the patient is considering re-implantation.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 this report is being submitted to update the summary field in (b5): summary - (b5) this report is being submitted to update the concomitant product/therapy (c2/d10): UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, edema, hematoma, inflammation, pain and swelling were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient was lifting heavy beems after having recently been implanted with the device which caused the patient discomfort, pain, edema, inflammation, swelling and hematoma. The patient had a full device removal and is expected a full recovery, no other patient complications. The representative advised that the patient is doing great. No pain medication was prescribed to the patient. The patient was sent to the infectious disease and everything came back normal, including the swabs sent at the time of device removal. There was no infection present. All issues and concerns mentioned in the event were resolved, and the patient is considering re-implantation.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient was lifting heavy beems after having recently been implanted with the device which caused the patient discomfort, pain, edema, inflammation, swelling and hematoma. The patient had a full device removal and is expected a full recovery, no other patient complications.